Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on may 4, 2020.

Event description:
Per the clinic, the patient experienced an electrode migration. The device was explanted under a general anaesthetic on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.